Event description:
The device was returned because the pump had displayed error 41541 multiple times. Upon physical inspection, the allegation was confirmed, and a failed latch lock flex sensor was identified, making the file reportable. There was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated and confirmed in the event history log (ehl). The cause of the reported issue was an intermittent failure of the latch lock flex sensor. This was determined to be a reportable issue. The latch lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.